Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, customer observed flow issues with the catheter. It was replaced with a new one. It was stated that the catheter was not repaired, there was no leak, there was no adapter issue. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 4 weeks after insertion, customer observed flow issues with the catheter. It was reported that the line was hard to flush with syringe, and there was no blood return prior to syringe flush and heparin was the anticoagulant used. It was stated that catheter tip was occluded and they were not able to find out the reason for the same, it was stated that it was not due to thrombosis. Reverse flow was not successful, there was nothing unusual observed on the device. It was stated that the catheter was not repaired, there was no leak, there was no adapter issue. It was replaced with a new one. There was no reported patient injury.